Event description:
It was reported that a patient underwent an unknown surgical procedure in (B) (6) 2009 and mesh was used. The patient presented several months after the surgery with pain. Upon exploratory laparoscopy, the surgeon visualized adhesions to the mesh and a bowel resection was performed. Additional information has been requested.

Manufacturer narrative:
(B) (4). (B) (4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.